Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused vancomycin during patient therapy. This was a primary infusion (amount over time) of vancomycin at a rate of 117 ml/hour and a volume to be infused of 117 ml. The pump was positioned less than 24 inches from top of the bag, barcode scanning integration was used and the nurse accepted "check flow" before confirming visible drops. The nurse noted under infusion at completion since epic indicated 82.64ml delivered and the pump indicated 88.2ml had delivered. There was residual volume remaining in the bag. The nurse unintentionally canceled pump driven flush and manually programmed volume remaining using the drug entry ¿flush¿ in the pump library. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.